Event description:
The customer reported erroneous troponin I (accutni) and creatine kinase-mb (ck-mb) results involving access 2 immunoassay system. The customer stated the erroneous results occurred for several weeks. A field service engineer (fse) was at the facility servicing a different unit and advised the customer the unit involved required a preventive maintenance (pm). The customer stated the erroneous results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012, and performed preventive maintenance (pm). The fse performed a routine system check which passed within the system specifications. The customer performed quality control (qc) assays for troponin I and creatine kinase-mb (ck-mb), all qc results were within the laboratory's established ranges. The unit conformed to the manufacturer's published performance specifications.